Event description:
Pt was implanted with matrix construct from l4 to s1 on (B)(6) 2012. Pt returned to surgeon on unk date experiencing back symptoms that had resolved in the early post op period. Pt experienced back symptoms again on an unk date, x-rays showed a polyaxial head at s1, right side was not seated correctly. Pt was returned to operating room on an unk date with surgeon discovering all screws were loose. Surgeon removed the screws, locking caps, heads and rods. Surgeon also found a previous tlif at l5 - s1 had migrated. Surgeon pushed the tlif back, and added a new interbody at l4 - l5, and added a transconnector at l4 - l5. No hardware of the tlif was removed. This is 7 of 21 reports.

Manufacturer narrative:
Device was used for treatment. Lot number identified; review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. A manufacturing evaluation was conducted. On the locking screw there are nicks and scratches on the sd 25 face and major diameter of the m10.00x1.25 thread. All described nonconformities are post manufacturing. All relevant dimensions passed.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.

Manufacturer narrative:
Product classification code provided. Subsequent product codes: mnh, mni, kwq, kwp. Part received at manufacturer (B)(4) 2012.